Event description:
Customer states that following a septoplasty, surgeon reopened the surgical incision to search for a needle/needle parts which was thought to be missing. Xrays taken at the time of the surgery were inconclusive. Primary incision was rendered too damaged to heal properly which necessitated a second procedure to repair the first incision.